Event description:
It was reported that the bronchofiberscope was reprocessed using an endoscope reprocessor that had diluted detergent. There was no cleaning brush in the endoscopy room so brushing may not have been sufficient. There were no reports of patient harm or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final complaint investigation. Updated fields: d4, h2, h4, h6, h11. The device was returned to olympus for inspection, however based on communications with the facility regarding their reprocessing protocol, it was confirmed that the insufficient reprocessing occurred. Based on the results of the investigation, the facility was using diluted cleaning solution for reprocessing leading to insufficiently reprocessed devices.the root cause for this event was failure to follow instructions. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.